Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 54mm abdominal aortic aneurysm. There was a short, 10mm, angled neck. It was reported that during the index procedure a type ia endoleak was noted and an endurant ii cuff was implanted proximal to the bifurcated stent graft as treatment. There was no evidence of an endoleak at the end of the procedure and the event was reported to be resolved. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.